Event description:
Severe allergic reaction to the hydrophylic ingredients in perineal pads. Rptr has a pt who has used pads for years but recently switched to this new brand and developed one of the worst vulvar excoriative dermititis that rptr has seen in years. It was so reminiscent of the vicious infections that could be had in early diabetes that rptr tested the young woman for diabetes and her tests were all negative. By discontinuing the product and using an excellent topical hydrocortisone product she has cleared up; but the area is devoid of skin pigment at this time.